Manufacturer narrative:
The field complaint of the transmitter's power light not working was verified. The visual inspection revealed no physical damage to the outer housing of the merlin@home transmitter and no physical damage to the outer casing of the ac power adapter; however, the inspection of the green contact strips in the ac power adapter revealed burnt damage. In turn, the transmitter was not plugged into a working ac electrical outlet. Upon opening the ac power adapter, inspection revealed that there were burnt components on the main pcb and on its¿ inner casing. After opening the transmitter, inspection revealed that there were multiple burnt components on both sides of the main pcb. Inspection of the inner housing of the transmitter revealed it had sustained burnt damage as well. As a result, we can conclude that the merlin@home transmitter was hit by a high current flow through the ac wall power outlet into the ac power adapter and through the telephone line into the transmitter, thus damaging their respective main pcb. This in turn provided an answer to the transmitter's power light not working. The failure was contained within the housing and posed no risk of exposure to the user or patient.

Event description:
It was reported that the transmitter did not power on. The prongs could not be disconnected. The device was replaced.